Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
During an open reduction internal fixation (orif) procedure on the distal radius on (B)(6) 2013, the radial screwhead of a locking screw went through the plate. The surgeon backed out the screw flush with the plate. The screw remains implanted with the plate. No adverse consequences to the patient were reported. No additional information is available. This is report 1 of 1 for complaint (B)(4).